Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have had issues with excessive no delivery alarms. The customer also states receiving motor error alarms. The customer's blood glucose level at the time of incident was 24mg/dl. The customer states they had just gotten home from cancer treatment, when they had the low levels. The customer's blood glucose level at the time of no delivery alarm was 138mg/dl. Troubleshoot for the pump alarm was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery or motor error alarms were noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.